Event description:
A malfunction was reported with the pump, and there was no notable event prior to this issue. The impact on the customer's blood glucose level was unknown as they declined to answer. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was provided with instructions to continue using the pump and to call back if the problem occurred again, which the customer acknowledged and understood.